Manufacturer narrative:
UDI: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an iliac screw was found fractured post-operatively. A revision surgery was performed to remove and replace the screw with an alternative screw.

Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an iliac screw was found fractured post-operatively. A revision surgery was performed to remove and replace the screw with an alternative screw.

Manufacturer narrative:
The device was returned and the identity of the device was confirmed. The screw was confirmed to have fractured on the upper section of the shaft. The cause cannot be determined, however, the labeling was reviewed and found that post-operative implant fracture is a known, inherent risk of the procedure. The manufacturing records were reviewed and did not indicate manufacturing issues would have contributed to this event.

Event description:
It was reported that an iliac screw was found fractured post-operatively. A revision surgery was performed to remove and replace the screw with an alternative screw.